Event description:
This device case, reported by a non-healthcare professional with follow up from a consultan physician, concerns a pt who experienced retching, which caused pt to retch up blood, ketosis and dehydration followed by acute kidney failure, when using a pen injection device (humapen ergo) to administer 25% insulin lispro / 75 % insulin lispro protamine suspension (humalog mix 25). The pt was also receiving quinapril for hypertension and thyroxine for hypothyroidism. The pt found it stiff to depress the dose knob and therefore pt tried to administer insulin by rotating the dose knob backwards instead of depressing the injection button. Because pt had previously used a different device, that can deliver the dose by dialing in, pt assumed they could dial in the dose with the humapen. As a result, the pt did not receive any insulin. Pt continued with this method and, the following day, pt began to retch for eight hrs, retching up blood and became ketotic and dehydrated. The pt was admitted to hosp for five days where pt was treated with saline, insulin, antibiotics and anti-nausea injections. Pt was described as very poorly. The pt continued to administer the insulin in the same way and after the saline / insulin drip was removed pt again suffered retching and ketosis with blood sugar readings over 30 mmol/l. The drip was reinstated and the pt recovered. It was then realized that pt was using the device incorrectly. The pt was also not using the recommended brand of needles with the device. The device will not be returned as the rptr did not consider the device had malfunctioned. The consultant considered the events serious, but caused by an error of using the device and to causally related to the suspect drug. Follow up rec'd from consultant physician. Quinapril for hypertension, thyroxine for hypothroidism. Pt did not experience any kidney failure (event term removed). The events were serious requiring hospitalization, but were due to a lack of insulin through user error of the device and were not causally related to the suspect drug.